Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed in the fault logs that the iab was disconnected. The stm replaced the pneumatic luer fitting and tubing, the crm assembly, and the purge valve assembly. Unrelated to the reported issue, the stm damaged 2 glass blood detect tubing during replacement and also replaced the blood detect tubing. The device passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a leak error. There was no harm or injury to the patient and no adverse event was reported